Event description:
Olympus reviewed the article "efficacy of texture and color enhancement imaging for short-type single-balloon enteroscopy-assisted biliary cannulation in patients with roux-en-y gastrectomy: multicenter study (with video)". This multicenter study evaluated the efficacy of short-type single-balloon enteroscopy (sbe)-assisted biliary cannulation using a new-generation image-enhanced endoscopy processing system equipped with txi in patients who underwent roux-en-y gastrectomy. Patients with roux-en-y gastrectomy with a native papilla, and underwent short sbe-assisted biliary cannulation during endoscopic retrograde cholangiopancreatography related procedures between january 2019 and april 2023 were retrospectively reviewed. Adverse events were defined and graded according to the american society for gastrointestinal endoscopy severity grading system. Type of adverse events/number of patients: pancreatitis: mild (6), cholangitis: mild (2), intestinal perforation: moderate (3). All patients who experienced adverse events recovered after conservative therapy.

Manufacturer narrative:
This report is related to patient identifier (B)(6). The device was not returned. Attempts were performed to obtain additional information, but no response was received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device, since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.